Event description:
The neurosurgeon reported to the sales representative that the duragen leaked and inhibited the hemabsorption from setting. No patient injury was reported. Additional information has been requested. Additional information was received in april, 2003. This incident occurred in year 2000. A patient underwent a craniotomy with a gross-total excision 6x7 cm left occipital para-sagital meningioma. Cranioplasty was performed but no cement was used, the duragen was sutured in place, against the package insert instructions. The patient recovered.